Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient experienced pain between february-june (dates unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pain, an adhesion, and a bowel obstruction after undergoing an unspecified laparoscopic gynecological procedure in which floseal was used to stop the bleeding. It was reported that irrigation was performed to remove excess floseal granules. Subsequently, the patient experienced pain and discomfort for four months (exact dates not specified) post-operatively. On an unreported date, the patient was re-admitted to the hospital and a laparoscopic investigation was performed which revealed a severe adhesion and bowel obstruction. Treatment was not reported. No further information was reported regarding the patient's outcome. No additional information is available.